Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. The inflation issue was unable to be replicated due to the condition of the device. The difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment, inflation issue or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the distal left anterior descending artery. The 2.25 x 15 mm xience xpedition stent delivery system (sds) was advanced to the target lesion in the distal left anterior descending (lad) artery and no resistance was noted. An attempt was made to inflate the delivery catheter balloon; however, the balloon would not inflate and the stent was not deployed. The device was removed with some resistance and it was noted that the sds catheter had separated in the middle of the catheter. The device was in the guide catheter when the separation occurred and both separated segments were removed without difficulty. A 2.25 x 15 mm non-abbott stent was then implanted. There were no adverse patient effects and no clinically significant delay. No additional information was provided.